Event description:
During product service by a service technician, door open alarm was found in a flogard infusion pump. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was serviced at customer site. This is an ancillary service event. Visual inspection confirmed that the latch door was damaged. A review of the alarm log also identified an occurrence of the door open alarm. The assignable cause was determined to be inoperative door damaged. To correct the condition, the door latch assembly was replaced. No further action was required. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.